Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced pocket site dehiscence as for pocket site erosion. The patient was also noted with wound bacteria, suspected for infection. The pulse generator and right atrial and ventricular leads were explanted. No further information was available.